Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a followup visit, the r-waves had decreased. An induction test was performed and the device did not rescue the patient. External defibrillation was performed to end the vf episode. The physician opted to connect the lv and rv lead in each other's port, since the rv sense/pace lead could not be replaced. The patient's left subclavian vein seemed to be closed. Induction testing was successful.